Event description:
Heartmate 3 left ventricular assist device (lvad) presents 2 months postoperatively to outside hospital with acute right middle cerebral artery (mca) stroke in the setting of international normalized ratio (inr) 1.6, lactic acid dehydrogenase (ldh) 297, and no abnormal ventricular assist device (vad) parameters. Computed tomography angiography (cta) demonstrated complete occlusion of the right mca artery at the junction of m1 and m2 segments. Pt received successful emergent thrombectomy and recanalization; left-sided weakness and stroke-like symptoms resolved. Pt was transferred to our lvad center for ongoing management. Repeat CT brain on arrival to lvad center revealed new subarachnoid hemorrhage in the right parietal region with minimal infarct in the right ventral insula. Anticoagulation was stopped temporarily to evaluate bleed progression. Repeat brain cts remained stable and heparin/coumadin were successfully resumed. (*of note: this event occurred ~ 5 weeks following transient ischemic attack (tia) event)